Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip samples were returned for evaluation; therefore, the condition of the product could not be verified. Because samples were not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint samples were received to determine a root cause. All phaco tips are 100% visually inspected by trained operators using 30x magnification and are cleaned prior to being released. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A materials manager reported that the phaco tip clogged a couple of times in the past. No further information is available. The product samples are not available.